Manufacturer narrative:
Visual analysis was performed on the returned device. The tip detachment was confirmed. The stent elongation was unable to be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The supera instruction for use (IFU) instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. In this case, it is likely that failing to retract the tip and locking the system lock prior to removal contributed to the stent elongation and tip detachment. The investigation determined that the reported difficulties and subsequent treatment to retrieve the separated tip were use related. The tip detachment occurred due to failing to retract the thumbslide and lock the system lock prior to removal resulting in the tip catching on the stent and/or anatomy causing the stent to elongate and the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, 100% stenosed, de novo, right superior femoral artery (sfa). After lesion pre-dilatation, the first supera stent system was advanced to the distal lesion without issue. Next, the 5.5x150mm supera stent system was advanced and implanted at the proximal end of the lesion. During removal of the delivery system from the anatomy, the thumb slide was not pulled back, and the tip was not retracted, causing the stent to elongate and the tip of the device to separate in the anatomy. The separated tip was snared from the anatomy, completing the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.